Manufacturer narrative:
Model/catalog description: reservoir flat iz 100ml; model number: 720185-01; lot number: 1000026622.

Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and due to infection in the location of implants a month after implant in (B)(6) 2018. Further information was requested and not yet received.